Event description:
It was reported that during a cardiac catheterization procedure, hydrophilic coating dislodgement and migration occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in an unspecified vessel. The zipwire hydrophilic guide wire was in place and while inserting a bsc 6 fr diagnostic pigtail catheter, a portion of the hydrophilic coating came off the guide wire and migrated downstream. The dislodged coating was confirmed under fluoroscopy and no attempt to retrieve the coating was made. The procedure was completed with this device. There were no patient complications reported and the patient status is listed as 'fine'.

Manufacturer narrative:
Evaluation summary: stent 2 appears to be pushed out which affected the appearance of leaflets 1 and 2 and led to a gap at the coaptation region. In the cusp area of leaflet 3, four tear drop like in shape disruptions, are detected at the outflow aspect. The disruptions did not penetrate the entire thickness of the tissue. Such characteristics are typical disruptions of those caused by suture tail abrasion. Cuts in the sewing ring are evident, most likely due to explant. Also, cuts in the fabric exposed parts of the wireform. The x-ray demonstrates stent distortion. (Model# 2700) additional manufacturer narrative: the device evaluation was completed on 06/14/2010.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received on 05/06/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 22.5 months. On 05/06/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis (source: dental infection), aortic regurgitation and significant paravalvular leak. Per the operative report of (B) (6) 2010: "approximately 3 months after his operation, he developed abscess requiring a significant amount of work and he subsequently developed strep viridans endocarditis of his prosthetic valve. This was successfully treated with medical therapy but it did leave him with significant paravalvular leak and aortic regurgitation. He had some low grade heart failure symptoms and he now presents for replacement of his aortic valve with a new prosthesis."